Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous transluminal coronary interventional procedure using a 7f sheath. Reportedly, a cuff miss suture retrieval issue occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Subsequent to the initially filed report, it was reported that the prostyle device was inadvertently captured as a complaint. Reportedly there was no suture retrieval issue with the prostyle device and the device worked as intended. There was no report of a device malfunction or an adverse patient effect; therefore no investigation is required. H6: device code 1142 was removed; patient code 4641 was removed; investigation findings code 114 was removed; investigation conclusions 4311 was removed. H10: addtl mfg narrative ¿ revised.

Event description:
Subsequent to the initially filed report, the following information was received: the prostyle device was inadvertently reported as a complaint. Reportedly there was no suture retrieval issue with the prostyle device and the device worked as intended. There was no report of a device malfunction or an adverse patient effect. No additional information was provided.